Manufacturer narrative:
(B)(4).

Event description:
The pt had a fever and culture results came back positive. The pt was admitted to the hospital with an infection. The device system was used to deliver baclofen. An attempt to obtain additional information was unsuccessful due to lack of pt information.